Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced sudden loss of consciousness. The patient could not recall if the cgm alert or alarm came from the display device. The blood glucose in the hospital was greater than 700 mg/dl. The patient was ventilated for 1 week and in intensive care unit (ICU) for 3 weeks. There was no documentation of further medical intervention for hyperglycemia. At the time of the report, the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0743 respiratory insufficiency.